Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that no signal could be obtained on the right atrial lead through a pacing system analyzer (psa). Trouble shooting was conducted but the physician opted to exchange the lead for a new one. A signal was obtained with the replacement lead through the psa. It is unknown whether the lack of signal was due to the psa being connected to a circuit breaker as the position was adjusted to connect directly to a wall outlet prior to the lead exchange. There was no complaint on the psa. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of lead noise and no sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.